Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will be reported on 0009613350-2017-00331.

Event description:
It is reported that gill classification showed that 2 cages were definitely loose, 2 were probably loose, and 11 were possibly loose.